Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. Further testing found that the device did not pass the touchscreen test. This was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.